Event description:
It was reported the patient had a shocking or jolting sensation. It was mentioned that late yesterday afternoon the amplitude increased all of the sudden from comfortable to uncomfortable and the patient got a tiny shock every once in a while. The shocking was described as a pin prick where the patient¿s bottom would be to the fold where she urinates. The shocking lasted from mid-afternoon and quit about 02:30 the night before the day of the report. It was mentioned the patient had help setting her program several weeks ago from the time of the report and their settings had been good until late yesterday. The patient was implanted on (B)(6) and the settings were reset (B)(6). The patient had no falls and it was mentioned the patient was home vacuuming at the time of the event. The patient contacted a company representative and had not heard back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that it was unknown if there was a 50 percent or greater symptom reduction. Reprogramming was needed and the patient met with a manufacturer representative where reprogramming occurred on (B)(6) 2015. Program 3 was set with case and 3 at 0.65v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, product type: lead. (B)(4).